Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the patient's left anterior descending artery were unsuccessful the stent could not be withdrawn into the guide catheter and therfore, the sds was withdrawn to the right external iliac artery. During subesquent attempts to withdraw the stent into the guide catheter, the stent dislodged off the balloon catheter.the stent was successfully retrieved with biopsy forceps. There were no clinical sequelae reported relative to the event.